Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation would be necessary. A re-implantation surgery is considered but no date has been provided yet.

Event description:
It was reported that the user's hearing performance with the device has gradually decreased. The user can not hear well, especially in noisy situations. Re-implantation surgery is being considered.

Event description:
It was reported that the user's hearing performance with the device has gradually decreased. The user cannot hear well, especially in noisy situations. There was some swelling noted at the implant site when the user was seen. The parents reported that there has been an incident of trauma a year after implantation. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. To determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
It was reported that the recipient's hearing performance with the device had gradually decreased. The recipient cannot hear well, especially in noisy situations. There was some swelling noted at the implant site when she was seen. The parents reported that there has been a head trauma a year after implantation. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user's hearing performance with the device has gradually decreased. The user can not hear well, especially in noisy situations. Re-implantation surgery is being considered.